Event description:
Customer reports bulging in the silicone segment of the primary tubing at the (B)(6) department while infusing an antibiotic as a secondary infusion. They state there was no medication being pushed ivp, and there were no orders for ivp medication. There was no patient harm or medical intervention required. No additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report with investigation results will be submitted should the set be received for evaluation.